Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 03.010.523, lot# 9065795. Manufacturing location: bettlach, release to warehouse date: nov 05, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed.the complaint device was received with the distal tip broken off at the most proximal thread. The broken tip portion was not returned. Impaction marks were noted on the top of the driving cap, including marks around the outer edge, which could possibly be the result of off-axis strikes. The received condition agrees with the complaint condition; thus, the complaint is confirmed. Relevant drawings were reviewed during investigation and no design issues were noted. An accurate outer diameter dimension (od) of the threads on the complaint device was difficult to achieve, as the break only left a partial thread portion. This did not leave much purchase for the micrometer for complete thread measurement. Therefore, the diameter of the groove proximal to the broken tip was measured with a caliper (ca-814). The measurement obtained on the groove diameter is 5.99 mm. This is within the design specification of 6 mm +/- 0.1 mm. A visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible than an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Alternate lot number l004743 also provided. Device is an instrument and is not implanted/explanted. Facility phone number is unknown. Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) surgery of the right femur on (B)(6) 2018, the threaded portion of a driving cap snapped off inside the proximal femoral nailing system (tfna) insertion handle during the insertion of the nail. The device issue had no impact on the procedure. It is unknown if there was surgical delay. There was no patient consequence reported. Concomitant device reported: unknown tfna nail (part unknown, lot unknown, quantity 1), unknown tfna insertion handle (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).